Event description:
Health professional reported lymphoma, for unk side. The surgeon does not provide device info after several attempts. The surgeon is not willing to provide any info at this time. If info does become available it will be forwarded on.

Manufacturer narrative:
(B)(4). Device labeling reviewed: there were no reported events of lymphoma/alcl, for pts in the core study, in the labeling for silicone implants. There were no reported events of lymphoma/alcl for pts in the (B)(4) study included in the labeling for saline breast implants.

Manufacturer narrative:
Medwatch submitted to the FDA on 07/08/2015. Device labeling: published sites indicate that breast cancer is no more common in women with implants than those without implants. A large, long-term follow-up found no significant increases in the risk rates for a wide variety of cancers, including stomach cancer, leukemia, and lymphoma.

Event description:
Side was not specified. Treatment was not mentioned. This medwatch is for the left side, see MFR report # 9617229-2015-00209 for the right side.